Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR numbers 1225714-2014-00381 and 1225714-2014-00382.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2007, after the use of the product. Additionally, the certificate of death was provided indicating the immediate cause of death was ventricular tachycardia and underlying causes were coronary artery disease, atherosclerosis and kidney failure due to diabetes.